Event description:
The customer reported a ventilator would not go into standby mode. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. The customer reported to have updated the software from 2.30 to 3.10 in order to zero the flow sensor, however, the flow sensor zero failed indicating a flow sensor failure. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 06/08/2022, 06/16/2022, 07/22/2022 and 10/05/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The rse advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. The customer reported to have updated the software from 2.30 to 3.10 in order to zero the flow sensor, however, the flow sensor zero failed indicating a flow sensor failure. The customer ultimately reported that the air and o2 flow sensor. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.

Manufacturer narrative:
The customer reported to have updated the software from 2.30 to 3.10 in order to zero the flow sensor, however, the flow sensor zero failed indicating a flow sensor failure. The unit has not been repaired because these the flow sensor assembly is currently on back order with no estimated time of arrival.